Event description:
The customer has informed us that during the procedure, the catheter separated into the pt. A snare was utilized to retrieve the separated portion of the balloon catheter.

Manufacturer narrative:
Evaluation: the customer returned the complaint device in a used and damaged condition. An examination of the complaint device confirmed that a longitudinal tear of the balloon was present at the proximal end, extending toward the distal end of the balloon approximately 1.5cm, with a circumferential tear. The tip material, including the separated section of balloon material was retrieved using a snare. Upon removing and cleaning the separated section of the balloon from the snare, the over length of the tip material and balloon measured approximately 5 mm in length. The rated burst pressure on the label as well as the device informs user not to exceed 15 atm. Unfortunately, the customer was unable to provide info in regards to the amount of atm applied. We have seen this type of failure occur when the device was inflated in a heavily scarred area of the vessel or possibly placed in a restricted vessel where calcification is present or the device exceeding the rated burst pressure (rbp), thus contributing to the rupture. We encourage the customer to reference the attached info for use booklet, prior to use. We state, "particular care should be taken in handling the balloon to prevent damage. It will inflate to the indicated size parameters when utilizing proper pressure recommendations." Warnings: "do not exceed rated burst pressure. Rupture of the balloon may occur. Adhere to balloon inflation pressure parameters in fig. 1. (Reference page 4) over-inflation may cause rupture of the balloon with resultant damage to the vessel wall. Use of a pressure gauge is recommended to monitor inflation pressures." This product line is inspected in quality control department, ensuring the balloon properly inflates to the specified parameters, rewraps properly when negative pressure is applied, visually verifying the shaft material is free of bends, kinks and other surface imperfections.